Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received at service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue of the shaver stopped working due to keypad pcb being heavily corroded. Additionally, heavy corrosion inside of the unit caused rust and damage to the motor and the device was displaying shorted messages when plugged in. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed repair as identified in the investigation by replacing the keypad pcb, motor, and cable assembly. Performed replacement of internal seals and valve screws as per the service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The complaint device was returned to exchange pool after service and repair. The service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on 1/10/2019 and passed all functional testing before being returned to the customer.  At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via cst tool that the micro tornado handpiece with hand controls stopped working during a shoulder repair surgical procedure. There were no other details surrounding what went wrong with the shaver. It was replaced with a readily available replacement and the case was successfully completed without patient harm or delay. The sales rep was not present for the case. Fragments were not generated. No medical intervention was required. It is unknown whether the patient was part of a clinical study. During in-house engineering evaluation, it was determined that the device stopped working due to keypad pcb being heavily corroded. Additionally, heavy corrosion inside of the unit caused rust and damage to the motor and the device was displaying shorted messages when plugged in. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.